Event description:
It was reported "pump randomly stops insulin delivery". There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting, and no additional information was available.